Manufacturer narrative:
The reported events of high lead impedance and high capture threshold were confirmed. A partial lead was returned in one piece. Analysis found calcification covering the ring electrode which likely caused of gradual rise in the pacing impedance as indicated on the device session records as well as the reported high capture thresholds.

Event description:
It was reported that the patient presented in clinic for a follow-up and was also experiencing syncope. Upon review, it was discovered that the right ventricular lead exhibited failure to capture, high impedance and the implantable cardioverter defibrillator exhibited inappropriate low voltage output. The device and leads were both explanted and replaced. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2021-33171. It was reported that the patient presented in clinic for a follow-up and was also experiencing syncope. Upon review, it was discovered that the right ventricular lead exhibited failure to capture, high impedance, and inappropriate shock and the implantable cardioverter defibrillator exhibited inappropriate low voltage output. The device and leads were both explanted and replaced. The patient was in stable condition.